Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed reboots to support pump power loss. During a visual inspection of the pump, the battery compartment was found to be cracked at the threads. The battery cap threads were also damaged. During testing, the battery cap did not secure properly to the pump to maintain power, and a power loss was observed. The pump was exercised for 24 hours using a test cap with no power interruptions. Unrelated to the complaint, the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was rebooting without user intervention. It was also alleged that the battery compartment was cracked, the battery cap threads were damaged, and that the yellow o-ring of the battery cap was visible while attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.